Event description:
It was reported that air backed up into the filter of a clearlink filter extension set. This occurred during infusion in the neonatal intensive care unit. The set was being used with a peripherally inserted central catheter (PICC) line and a baxter primary set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.